Event description:
Caller states, comprehensive assessment services, which may also be known as either sound parts or castor associates, as "they have several names". Caller states comtrad is the distributor of crystal ear, and has a 30-day trial period for consumers. When a crystal ear is returned to comtrad, comtrad sends product to comprehensive assessment services. Comprehensive assessment services then cleans the product, makes necessary repairs, and recertifies the product, and returns the product to comtrad, with "r/c" marked on the box. Caller states "r/c" stands for recertified. Caller states recertified units are supposed to be sold at a lower price. Caller states she had the feeling something "was not right", so she called comtrad at 1-800-704-1211, and spoke to rep. Caller states rep told her that each unit sold is new and made to order. Also told caller there is only one price, since all units are "brand new" and that there is no way a crystal ear could have been worn by someone else, then returned and resold. Rep then stated, per caller report, that the FDA requires units to be destroyed upon return from a dissatisfied customer, so it would be illegal to re-sell these products. Caller states her cause for concern is that she knows these prodcuts are not destroyed but that they are cleaned, repaired and recertified and she has good reason to believe re-sold against FDA regulations.